Event description:
Report rec'd of an over-delivery due to operator error in programming the device. When setting up the infusion, the nurse turned the pump on and did not notice that the device was previously programmed in the dose calculation mode. The prior settings were not cleared. The pt was to receive heparin, 10,000 units in 100ml fluid (100units/ml) at 10ml/hr. According to the customer contact, the nurse reported that she pressed the dose calc key and at the prompt flashing mg, entered 10. The dose calc key was pressed again, and for the diluent, the rn entered 100ml. The dose calc key was pressed again, and the pump displayed 125mcg/min from the previous program. The nurse did not change this value, and when the nurse pressed the dose calc key again, the calcualted infusion rate of 72.5ml/hour displayed. The nurse then pressed the start key, and the pump began delivering at 72.5mg/hr. Approx 1 hour later, the rn returned to the room and reported that the bag of heparin was empty. The heparin was stopped and the physician was notified. The pt was prophylacticaly treated with an unspecified dose of protamine sulfate. The pt reportedly experienced an allergic reaction to the protamine sulfate and developed hives. The hives were treated with benadryl. There was no reported long-term affect to the pt, who was subsequently released form the hosp as expected.